Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient had an indication to change the nasogastric tube due to a clinical condition, required a prolonged period of time. The supplies were requested from the pharmacy at the time of performing the procedure and the supplies were verified. The tube with the guidewire was passed into the patient. When removing the guidewire to verify position, removal was not possible as there was resistance evident. The probe was removed from the patient and another attempt was made to remove the guidewire from the probe evidencing that the transparent cover of the guide wire was displaced which prevented the passage of the guidewire through the probe again and the passage of the probe. A new probe was requested.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on june 03, 2021. There were no physical samples or images received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. The investigation was carried out with the multifunctional team and all processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.